Event description:
The customer had an intermittent issue with questionable tina-quant igg, generation 2 (igg) results and received an instrument alarm. The customer reported the same problem occurred a week earlier and was resolved by a field service representative visit. The initial igg result was 859 mg/dl and was reported outside the laboratory. The patient's physician questioned the initial result and the sample was repeated. The sample was repeated on the same analyzer and recovered 2770 mg/dl. The sample was repeated a second time and recovered 2842 mg/dl. A corrected result was reported to the physician. There was no adverse affect to the patient since the physician questioned the initial result before performing any treatment or taking any action. The igg reagent lot number used during testing was 63793801. The field service representative suspected a loose cable connector on the sampling mechanism was the cause. He cleaned the sample probe. The field service representative also checked and adjusted the sample mechanism alignment and the rinse water internal and external. He cleaned, lubricated and re-seated all the cables of the sample drive mechanism. To verify analyzer operation, the field service representative ran a precision check and the customer performed calibration and quality control which were acceptable.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Quality control on the day of the event was fine. No other assays were affected. There was no raw data or reaction kinetics available. No other incidents have occurred since the event or the field service representative dispatch.